Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate high readings. On (B) (6) 2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 4 times per day and manages her diabetes with self adjusting insulin (lantus and r insulin). The pt based her insulin doses on a sliding scale per the lfs meter reading. On (B) (6) 2010 at 11 am, the pt claimed she obtained an inaccurate high reading of "469 mg/dl" on the subject meter. Based on the lfs meter reading, the pt took 15 units of r insulin. Five minutes later, the pt obtained another blood glucose reading of "114 mg/dl". Per the "114 mg/dl" reading, the pt felt that she took too much insulin. The pt compensated by eating "a lot of candy" to prevent any hypoglycemia. At around 5 pm, the pt reportedly developed symptoms of feeling sweaty and confused. The pt administered self treatment with candy and felt better within 30 minutes. During troubleshooting, the customer care advocate noted that the pt did not have any control solution to perform a quality test. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia after she took insulin per an alleged inaccurate high reading. Replacement products were sent to the pt.